Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was safety shield failure. The following information was provided by the initial reporter: phase: in use defect: needle point barb/safety device does not activate quantity: 3 sticks. Impact: causing pain to the patient, scratching the patient's skin;

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was safety shield failure. The following information was provided by the initial reporter: phase: in use defect: needle point barb/safety device does not activate quantity: 3 sticks. Impact: causing pain to the patient, scratching the patient's skin;

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shields activated, and no issues were observed relating to damaged needle point or defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes damaged needle point and defective locking mechanism. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.